Event description:
The customer called to report that she was thrown into a pool while wearing the insulin pump. The customer stated that the insulin pump alarmed failed battery test and button error, but now the display is blank. The reported blood glucose reading was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display.